Manufacturer narrative:
Date of event: used (B)(6) 2018 as event date since the exact date was not specified. Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.